Event description:
Additional information later received reported that the patient recovered without issue and was receiving effective therapy.

Event description:
The patient had less than 50% therapy relief. During the routine pump replacement procedure in (B)(6) 2014, the spinal segment of the catheter was found to be out of the intrathecal space and coiled near the spinal incision. The physician could not revise the catheter that day. On the date of this report, the catheter was revised. A new spinal segment was placed and reconnected to the remaining existing catheter. The patient status was reported as ¿alive-no injury¿. The device system was delivering fentanyl, bupivacaine, and clonidine. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b004866n25, implanted: (B)(6) 2003, product type: catheter. (B)(4).